Event description:
A customer reported receiving imprecise readings on their precision xtra/optium blood glucose meter within 10 minutes. Results of 24 mg/dl, 26 mg/dl, 105 mg/dl and 111 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification, and no errors were observed during control solution testing. It is unk if the customer washed their hands prior to testing.